Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery alarm on insulin pump. The customer's blood glucose was unknown. Troubleshoot was performed and changing the reservoir resolved the issue. The product was returned for analysis.